Event description:
A user facility reported this lma-proseal has a tiny leak somewhere in the posterior cuff. It was noticed at the end of a case but the dr reported that there was no pt injury or problem. The user facility has returned the lma-proseal for evaluation.